Event description:
Customer called to report a liquid leak in the drip tray of the unicel dxh 800 coulter cellular analysis system. The volume of the leak was approximately 5 milliliters and was contained within the instrument. The leak did not spill on any critical components. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the nucleated red blood cell (nrbc) mix chamber was overflowing. The fse removed the nrbc chamber and flushed / cleared all ports. The tubing was replaced and the ports on the distribution valve (dv) were cleaned. After replacing the drain solenoid for the nrbc mix chamber, the overflow discontinued. Therefore, the cause of the leak is attributed to the nrbc mix chamber drain solenoid. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).